Event description:
It was reported that, during implant procedure this right ventricular (rv) lead exhibited low pacing impedances out of range. The health care professional (hcp) indicated that the heart rate was fast enough, and the pacing system analyzer (psa) cable was connected. The clinician tried another psa cable with the same result. It was also indicated the sensing values were as expected. Another rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during implant procedure this right ventricular (rv) lead exhibited low pacing impedances out of range. The health care professional (hcp) indicated that the heart rate was fast enough, and the pacing system analyzer (psa) cable was connected. The clinician tried another psa cable with the same result. It was also indicated the sensing values were as expected. Another rv lead was successfully implanted. No adverse patient effects were reported.